Event description:
Recently, the hospital switched to a new heater and new disposable ventilator tubing. Rn went into room because avea vent was alarming circuit disconnect. When rn entered room, there was no part of the vent disconnected. Rn found a hole burnt in tubing and tubing to be very hot. Rn tried to hold tubing to cover hole so infant would get ventilator breaths but tubing was too hot to touch with the hand so a wash cloth was wrapped around tubing until another rn made it to the room to change the circuit. Rn opened two new pediatric tubing sets which were both found to have holes when taken out of the package so an adult circuit that was intact was used. All settings on the heater were checked and found to be correct. This same scenario occurred again within less than 24 hours on this patient. The organization has decided to stop using the neptune humidifier/heater and disposable ventilator tubing from teleflex medical. We will return to the product we previously used.